Event description:
Information received with return of the explanted device notes that the patient complained of fatigue some time after a post implant av ablation. When seen at a follow-up clinic, the pacemaker function was noted as "ok". Sub- sequent follow-up showed no output or telemetry.